Event description:
The customer reported that this handpiece got hot during surgery. There was no injury or surgical delay related to this event. The surgery was completed as intended with a back up unit.

Manufacturer narrative:
Investigation findings: the product was received for evaluation and the reported problem was confirmed. During testing the handpiece got hot in the area of the collet related to worn bearings and grippers.